Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the indication for the procedure was for palliative treatment of colon cancer. During the procedure, the handle of the device detached from the sheath. The stent could not be deployed and the sheath couldn't be pulled back. The device was removed from the patient and the procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause of the reported issue is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance.